Event description:
The pt called today and stated that she was having severe itch, rash and hives. The pt experienced this in 2007, and she went to doctor and they gave her prednisone and cordisone shots. Five days later, the pt was hospitalized due to throat closing up and pt could not breath. The doctor took her off all meds except plavix and fish oil.

Manufacturer narrative:
Add'l info obtained: the target lesion for the procedure was the right coronary artery (rca). The pt's medical regimen at the time of admission included: toprolol, nexium, aspirin, plavix, vitorin, and fish oil. She said that her physician thinks the problem may be related to an allergy to the toprolol. The pt's current medical regimen is: zantac, aspirin, plavix, fish oil, and lipitor. Her rash/itching/hives issue is being treated with benadryl and is much improved. She has had no further episodes of breathing difficulty. The pt was discharged from the hospital after two (2) days. The product is not available for eval and testing.